Event description:
A healthcare professional reported rupture, double capsule, stiffness, pain, swelling . This record related to right side. The device has been explanted replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Edema: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: deformation is observed. Creases are observed. Yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, g1, g4.

Event description:
A healthcare professional reported right side rupture, double capsule, stiffness, pain, and swelling. The device has been explanted replaced with non-allergan device.

Event description:
A healthcare professional reported rupture, double capsule, stiffness, pain, swelling . This record related to right side. The device has been explanted replaced with non-allergan device.

Manufacturer narrative:
Continued e.1 address : (B)(6). Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture, double capsule, stiffness, pain, swelling . This record related to right side. The device has been explanted replaced with non-allergan device.